Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call low battery alarm. Customer's blood glucose level was 123 mg/dl. Customer's mother advised they replaced the battery, received a failed battery test and then a low battery alarm. Troubleshooting for low battery alarm was performed. Customer received a new battery cap and the issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No failed battery alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. The pump also was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.